Manufacturer narrative:
The field service technician(fst)was onsite for further investigation. According to the service report# 42945389 dated on 2019-03-08 the fst replaced the power cord. The fst confirmed no water leak inside of the hcu. No isolation leak. Furthermore the fst performed electrical test and functioning test. All tests passed and the device is functioning as intended. A life cycle engineering (lce) investigation was performed in order to determine the root cause of the reported issue. According to lce investigation report the visual inspection shows signs of abrasion on the cable sheating and the machanically clamped l conductor. Further tests had shown that this was not the cause for the short circuit. Due to the investigation of the lce it was not possible to determine the root cause of the claimed malfunction. Thus the failure could not be confirmed. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Initial reference: (B)(4). Customer reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The field service technician (fst) was onsite for further investigation. According to the service report# (B)(4) dated on (B)(4) 2019 the fst replaced the power cord. The fst confirmed no water leak inside of the hcu. No isolation leak. Furthermore the fst performed electrical test and functioning test. All tests passed and the device is functioning as intended. The defective part will be returned to life cycle engineering (lce) for further investigation and root cause analysis. Reference exemption # e2018002.

Event description:
During use on the patient, the hcu 40 device had an electrical problem and the device has short-circuited the electrical outlet on which it was plugged. The device was replaced and no clinical consequence was reported. (B)(4).